Event description:
--

Manufacturer narrative:
Additional information was received indicating the device may have been inadvertently discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with monitoring voltage of 2.63 volts and a charge time of 30.5 seconds. An invasive procedure was performed. This device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.